Manufacturer narrative:
Implanted date: device was not implanted; explanted date: device was not explanted. This report has been deemed reportable based upon evaluation of the actual device. One 6fr 10cm glidesheath slender sheath was received for product evaluation. No other accessory components were returned. Visual inspection revealed that the sheath was flattened and crimped at 1.2 cm from the tip. There was a kink at the hub of the sheath. No other anomalies were noted with the returned components. The inner diameter of the sheath could not be measured since it was crimped and damaged. A review of the device history record of the product code/lot# combination was conducted with no findings. The complaint can be confirmed for sheath mechanical damage. Based on the available information, the exact cause of the event cannot be determined but it is likely that the sheath experienced extensive mechanical forces which led to the crimp on the sheath during withdrawal. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Event description:
The user facility reported that the sheath kinked, or crimped at the distal end when being removed from the patient. There were no complications. The patient is not hispanic. The patient's condition was stable. The procedure was successful. There was no patient injury, medical/surgical intervention required. Additional information was received 15oct2020. The procedure was a diagnostic coronary procedure. The sheath was successfully removed from the patient. Additional information was received on 15dec2020. There was no difficulty inserting the sheath, there was no calcification in the access site, and there were no spasm.